Event description:
On (B)(6) 2025 libre 3 plus sensor failed to apply on skin (sensor is still attached on device applicator) srl # (B)(6), on the same day another libre sensor 3 plus failed upon application it caused bleeding that cover 10% of sensor not sure if will cause to give false readings srl # (B)(6). Prior to this day, I also had multiple low glucose alerts (which I did not write down) mostly between 12:00 am and 5 am on at least 3 different days which I wanted to report to abbott after 2 failures of sensor on the same day!!! When I checked my other sensors against the list on the false readings they didn't appeared but I was getting low false alarms anyways, maybe more lots may be affected than those listed!! I am not sure if pharmacy that filled my 90 day supply can't get those serial number?? I switched to dexcom 7 after suffering from lack of good sleep because of the alarms going off. I was going to try them again after I checked remaining sensors were "not affected" since I paid $$$$ for the 3 month supply. Pt code: 1888. Device codes: 2547, 2460. Ref report: mw5180894.